Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number (B)(6).

Event description:
A customer contacted stryker to report that a customer's device does not detect the defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
A customer contacted stryker to report that a customer's device does not detect the defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer reported that their own technical personnel resolved the issue. The device was not returned to stryker for evaluation. The cause of the reported issue cannot be determined.